Event description:
Complainant alleged that while attempting to treat a patient. The device inappropriately switched modes. Complainant indicated that there ws no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.